Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was 550 mg/dl, with moderate ketones. Elevated blood glucose was addressed with a manual dose injection. The customer reverted to an alternate method of insulin therapy. Reportedly, the customer was using cold insulin and sometimes uses the same cartridge for over 2 days with humalog insulin, this is considered off label insulin use per the tandem user guide.

Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.